Event description:
A us distributor notified zoll on 02/12/2015 that a (B)(6) male patient passed away while in the hospital on (B)(6) 2015. The patient's mother indicated that she was with the patient at the time of the event. The patient reportedly fell to the ground and died in her arms. The patient's mother alleged that the lifevest did not treat the patient when it should have. The patient's medical order had a prescribed vt and vf threshold of 200bpm. Review of the patient's downloaded data indicates that the patient entered into ventricular tachycardia at 140bpm, which was below the programmed prescribed threshold, and transitioned into ventricular fibrillation. The device declared a treatable arrhythmia at 16:03:03 and released gel at 16:03:08. The electrode belt was disconnected 9 seconds after gel release, preventing any further monitoring or treatment sequence progression. There is no indication who disconnected the electrode belt. It was then reported that the patient was in a critical state with a 1% chance of survival on (B)(6) 2015. The patient passed away (B)(6) 2015.

Manufacturer narrative:
Device evaluation of belt sn: (B)(4) has been completed. As received, electrode belt was fully functional and able to detect and treat. The connector functioned appropriately. There were no latching issues identified. Monitor sn: (B)(4) has not yet been returned for evaluation.